Event description:
The user facility reported a patient (unknown age, race and gender) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the impella 5.5 had high purge pressure alarms. Tissue plasminogen activator was added to the purge and that resolved the high purge pressure.

Manufacturer narrative:
The investigation into the high purge pressure has been completed. The device was not returned for evaluation. The root cause of the high purge pressure is most likely due to biomaterial as tissue plasminogen activator was added to the purge and that resolved the high purge pressure. Biomaterial is considered a patient condition.